Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was leaking at site on (B)(6) 2024. The blood glucose level of the patient was around 300 mg/dl. The issue occurred with one infusion set used for 24 hours.. No further information available.